Event description:
It was reported that there wasn't any hand activation with the shears. The case was completed successfully by activating with the footswitch. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.